Event description:
Customers reported that the tip of the blood colleciton needle was broken during transfer blood culture, causing blood spillage.

Manufacturer narrative:
Upon receiving customer feedback regarding the "blood culture blood collection needle adapter damage leading to blood leakage" issue, our company immediately organized quality control, production, and other relevant personnel to investigate and analyze the situation. The specific details are as follows: (1) batch sample testing: based on the customer feedback, 20 samples from the batch were taken for visual inspection of the external appearance of the blood collection needle adapter. No damage or defects were found in the cone adapter. Additionally, torque force testing was conducted on 5 samples, applying a torque of at least 0.63nm (5.58in-ibsr) on the needle seat of the blood collection needle to ensure it did not fracture or separate. See specific test results in the table below: (2) production process review: the production process batch records and finished product inspection reports for this batch were traced back. No abnormalities were found during the production and quality inspection processes.